Event description:
It was reported that the patient was presented to clinic for follow up. Loss of capture and low pacing impedance of the right ventricular left bundle-branch pacing (rvlbp) lead was noted. Dislodgment of rvlbp lead was confirmed, and the physician elected to explant and replace the rvlbp lead. The patient's condition was stable before, during, and after procedure.

Manufacturer narrative:
Visual examination of the lead found the helix extended and covered with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported event of failure to capture and low pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x ¿ ray inspection of the lead did not find any anomalies.